Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of it broke off and part of it's in tube still") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("just found out that part of my essure from the left side is in my uterus"), feeling abnormal ("feeling like "profanity"") and polymenorrhoea ("having period every two weeks"). At the time of the report, the device breakage, device expulsion, feeling abnormal and polymenorrhoea outcome was unknown. The reporter considered device breakage, device expulsion, feeling abnormal and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure in uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: part of it broke off and part of it's in tube still, just found out that part of my essure from the left side is in my uterus, feeling like "profanity" and having period every two weeks. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of it broke off and part of it's in tube still") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("just found out that part of my essure from the left side is in my uterus"), feeling abnormal ("feeling like shit") and polymenorrhoea ("having period every two weeks"). At the time of the report, the device breakage, device expulsion, feeling abnormal and polymenorrhoea outcome was unknown. The reporter considered device breakage, device expulsion, feeling abnormal and polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure in uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: part of it broke off and part of it's in tube still, just found out that part of my essure from the left side is in my uterus, feeling like shit and having period every two weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.